Event description:
Patient was revised due to poly wear, osteolysis and metalosis.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the part and lot numbers required to review the device history records and complaint database were not provided. Although the complaint is non-verifiable, provided information states the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.